Manufacturer narrative:
After we received the complaint, the manufacturing folder has been reviewed. The analysis of the manufacturing documents and control quality documents detected that raw materials and production processes were conforming to the specifications. Complained instrument belongs to a batch 55 units, manufactured on march 2023 and this is the second complaint we receive for this type of defect and for this batch. We received 2 other complaints reporting the same kind of issue for 2 others batches. We received the involved instrument, and we observed brown material on the instrument. We informed our subcontractor, and we opened the internal non-conformity nc-2164 for deeper investigation. Based on the conclusion of the previous investigation (see nc-2164) a design improvement has been decided via pcr79-26-00.

Event description:
On (B)(6) 2024, we received a complaint from spain, registered under cpt-2883, reporting that during a surgery on (B)(6) 2024, when using the final tightener instrument reference tlf-in 05 41-n, batch number 6-9649/051, brown water leaked into the surgical site.high risk of infection reported.the event is reported to FDA because this instrument is used in the us market. The patient received antibiotic treatment to prevent any potential infection. No further complications.

Manufacturer narrative:
We are waiting for the return of the instrument to investigate.

Event description:
On 21.mar.2024, we received a complaint from spain, registered under (B)(4) reporting that during a surgery on (B)(6) 2024, when using the final tightener instrument reference tlf-in 05 41-n, batch number 6-9649/051, brown water leaked into the surgical site. High risk of infection reported. The event is reported to FDA because this instrument is used in the us market.